Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. Blood glucose value was over 530 mg/dl. The customer experienced vomiting and dehydration. Customer stated there was a miscalculation and then the blood glucose went high. The customer was wearing the insulin pump at the time of the hospitalization but was taken off of it.